Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with staph infection of the pod site on the arm. For treatment, the infection was lanced and drained of pus. The patient was also prescribed cephalexin at 500 mg strength by mouth 4 times daily for 5 days. The patient was discharged after 2 hours. The reporter stated two days later she experienced high bgs and went to the hospital for dka. Upon 2nd medical visit, customer had not worn a pod in over 48hrs due to previous direction given by urgent care.